Event description:
A teo dr pacemaker has been implanted with two vega leads (vega r52 and vega r58). Correct measurements were noted. The day post implantation, during the follow up with the programmer, we measured an impedance of 3000 ohms. We connected again the same vega r52 to the teo dr (according to the user manual instructions) and we measured again 3000 ohms. Therefore, the teo dr has been replaced.

Manufacturer narrative:
The conclusions are as follows: - the electrical characteristics of the returned device conformed to established specifications. Upon reception of the device, pacing pulses were generated appropriately by the device. - the visual inspection did not reveal any abnormality except the fact that the atrial setscrew was found completely screwed and visible from the port. The atrial setscrew was probably screwed before the lead was correctly inserted and was not unscrewed before the atrial lead was removed to try again (2nd attempt) leading to a misconnection and could explain the impedance issue described in the complaint. For more details, please refer to the attached analysis report.

Event description:
A teo dr pacemaker has been implanted with two vega leads (vega r52 and vega r58). Correct measurements were noted. The day post implantation, during the follow up with the programmer, we measured an impedance of 3000 ohms. We connected again the same vega r52 to the teo dr (according to the user manual instructions) and we measured again 3000 ohms. Therefore, the teo dr has been replaced.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.